Manufacturer narrative:
It was reported that the epatch sensor - 2.5 was overheating and not charging. The sensor was returned for investigation. The sensor was inspected for general physical integrity and found in good condition. Engineering was able to replicate the allegations of an overheat during charging, no lights while charging, and the device being unable to charge. Sensor passed visual inspection but failed functional testing. Additional testing is pending.

Event description:
It was reported that the epatch sensor - 2.5 was getting really hot in the charger and that the sensor would not charge or upload data. There was no injury reported. No additional information was provided.